Manufacturer narrative:
Findings: motor error alarm noted due to cracked end cap. Unable to test for bolus anomaly due to motor error alarm. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose at time of incident was 7.0mmol/l.